Manufacturer narrative:
Reference number: (B)(4). Per additional information received, it has been determined that the reported product is a non-covidien product; therefore, no further reporting is required.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4).